Event description:
The unit was returned because the switch would not turn on.

Manufacturer narrative:
The unit was returned to (B)(4) because the heating pad "popped" and then switch would not turn on. Upon investigation, we discovered a failed resistor on the circuit board. The switch housing contained the event and the user was not exposed. Our switch has implemented several CAPA projects to improve the overall quality of the switch. In this instance, the circuit board was changed to move the components away from the heat sink, just in case it does warp during use.